Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, vessel spasm, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01424.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a neuron max 6f 088 long sheath (neuron max) and a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the patient experienced a vasospasm in the left middle cerebral artery. Therefore, the physician administered 5mg of verapamil to treat the vasospasm. A follow-up angiography was performed after 5 minutes which showed worsening vasospasm; therefore, the physician administered another 5mg of verapamil. The event was considered resolved the same day (B)(6) 2019. The vasospasm was adjudicated to be a non-serious adverse event with probable relationship to the neuron max, possible relationship to the jet7 and definite relationship to the index procedure.